Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The heartware® instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient went to church on (B)(6) 2014 and experienced dizziness and lightheadedness. The pre-syncope symptoms were deemed to be associated with hypovolemia. The physician noted his small left ventricle may cause hypovolemia. The hypovolemia diuretics were stop at admission. The patient had poor oral intake and continued diuretic use causes the lvad to have suction events which triggered non-sustained ventricular tachycardia. All were deemed to be secondary to hypovolemia. The actions performed were to change the speed on (B)(6) 2014 from 2500 to 2460 due to the suction events. No further events noted after speed reduction.

Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy (small left ventricle), poor oral intake, continued diuretic use, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.